Event description:
An (B)(6) male pt's daughter contacted zoll customer support that his monitor was not working and was emitting a high pitched noise. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor not working/high pitched noise) has been confirmed. As received, the monitor would not power up and was resetting. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board (components u102 and u105). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective components. The pt received a replacement monitor.